Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain. On 2017-sep-11, it was reported that the patient's pump was empty and the patient was going through withdrawal. The patient's pump was last filled on (B)(6) 2017 and was supposed to be refilled around (B)(6) 2017. However, the patient' s healthcare provider (hcp) fired them for a positive test for meth and the patient missed the scheduled refill. The patient reported that they heard an alarm beginning around (B)(6) 2017. After this, the pump alarm changed to another tone. The patient stated that their pump was empty. According to the patient, their pump ran out a few days after (B)(6) 2017 as they hadn't used a bolus for 2 months in hopes of stretching the medication. The patient began experiencing withdrawal symptoms around the same time the pump went empty. The patient had received the listing of physicians in their area that service the pump, however the patient had not followed up with any of these healthcare providers. The patient could not remember the dose for the drug in the pump but stated that the concentration was 1.8 or 1.9 mg/day. No further complications were reported. The patient¿s medical history included high blood sugar, high blood pressure, and a heart attack. The patient confirmed that these were unrelated to the device/therapy. The patient¿s concomitant medications included "15 other health medications".